Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
The patient's guardian reported that the patient's device has been dead for approximately two years and was wanting to find a physician to check the device. The patient wants the device explanted because the patient has been doing well on medications. The patient was provided the names of a couple of physicians. It is unknown if the patient has been seen by either physicians to date.

Event description:
Additional information was received that the patient had an appointment with a new psychiatrist, however, the patient did not show up for the appointment to have her vns device checked.